Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {non-implantable}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic bioprosthetic valve (tav), a pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's elevated gradient. Upon the first deployment attempt, an infold was observed at a target implant depth of 3 millimeters (mm). Subsequently, the valve and delivery catheter system (dcs) were removed from the patient, and a new valve was loaded into a new dcs. The new valve was subsequently implanted into the patient. Per the physician, the patient's tight native annulus contributed to the infold. No patient complications were reported as a result of this event.